Manufacturer narrative:
Results; evaluation of the returned product confirmed the reported issue and revealed that the internal mechanism inside the nurse call receptacle is intact, but the nurse call receptacles housing is loose. As a result the nurse call cable does to have a secure fit when it is inserted into the nurse call receptacle. Therefore, when the nurse call cable is inserted and wiggled the red led at the nurse call test fixture toggles on and off. Visual inspection found scuff marks and glue residue on the green over mold. Also, there is a rattling sound that is coming from inside the unit. Additionally, there are cracks on the dust covers outside of the battery compartment. (B)(4).

Event description:
Customer reported that the nurse call cable port on the alarm is loose. The date of the event is unk. No patient incident or injury was reported.